Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the spring on the screw holder (holding sleeve) is missing. The component was discovered to be missing during sterile processing. It is unknown when or how the spring came to be missing. No reported patient or procedural harm noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device received; no conclusions can be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the holding sleeve (03.010.112 / lot 3092605) was likely caused in sterile processing where the spring was likely lost or misplaced; however, this complaint is not a result of any design related deficiency. The holding sleeve is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. The device was returned and reported to be missing a spring. This condition is confirmed; the other four components of the holding sleeve have been assembled without a spring. It is likely that the spring was lost or misplaced in sterile processing leading to this complaint condition. The device was manufactured in may 2009 and is over six years old. The balance of the returned device is in otherwise good condition showing very little wear. The associated drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: may 11, 2009 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.